Event description:
Holes customer stated "we placed a pleurex catheter on (B)(4) 2014. The patient was readmitted on (B)(6) or (B)(6) 2010 because the catheter was leaking.  Our pulmonary md cut the leaking end of the catheter off and patient was discharged. The tube appears to have a split in it.   I do have the end of the tube that was removed to send to carefusion as it appears the tube was defective." No patient harm, injury, no further intervention

Manufacturer narrative:
(B)(4). Upon inspection of the catheter, a split was observed 7cm from the end of the catheter where the valve was previously bonded. The slit was approximately 4-5mm long and perpendicular to the long axis of the catheter. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported failure mode. Consequently, the investigation determined no contribution of manufacturing personnel to the reported complaint failure mode exists. A thorough review of applicable manufacturing procedures and quality inspection plans did not identify any issues that may have contributed to the reported failure mode. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Consequently, the investigation determined no contribution of the manufacturing processes to the reported failure mode exists we were able to confirm that there was a slit in the catheter tubing. From examining the sample, we cannot conclude when the slit occurred. It is possible it could have happened during manufacturing, during the catheter placement procedure, or after the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). If further information becomes available, a follow up medwatch will be submitted.